Manufacturer narrative:
Philips has investigated this complaint. The philips field service engineer (fse) inspect the system onsite and confirm that the system could not boot up. Review of system log files identified issues related flex vision pc and power supply issue with the 5v and 24v power supplies. Upon troubleshooting, the fse recycled the power on the flex pc directly. However, the problem persisted. To resolve the issue, the philips engineer ordered and replaced ippc. The cause of the ippc failure could not be conclusively determined by the supplier's part analysis, however the replacement of the ip pc, hard disc, installation of os application, recreating the image disk, and ghost backup by the field service engineer has resolved the reported issue and restored the functionality of the system. After which, the system was returned to use in good working order. The codes were updated based on the investigation outcome.

Manufacturer narrative:
This report was submitted to provide the linkage to an existing correction & removal (3003768277-12/28/2023-010-c). The reported event occurred prior to completion of the field correction 3003768277-12/28/2023-010-c, which addresses the causes associated with the reported malfunction.

Event description:
It has been reported to philips that the allura device would not boot up. The device was outside of clinical use at the time of the reported event. No harm has been reported to philips. Philips has started an investigation of this complaint.